Manufacturer narrative:
Device was received with the needle not deployed; needle deployed during investigations. Download data showed timeouts and a drive stall. The device was deactivated at the end of second prime. No mechanical issues were found that would prevent the needle to deploy. The drive stall during priming resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime. The exact cause of the drive stall and subsequent needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod was not worn.